Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead was unable to be implanted with poor sensing, threshold and impedance values. The physician elected to not used the rv lead and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were impedance problem, capture issue, sensing issue, a helix mechanism issue, and unable to implant. As received, a complete lead was returned for analysis. The reported events of impedance problem, capture issue, sensing issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix retracted and clogged with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to helix issues reported in the field. After cleaning, and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event was isolated to blood/tissue in the helix region.